Event description:
The customer reported that a usable fluoroscopic image was unable to be viewed. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fse removed and reseated the ffb pcb assembly, image processor pcb and display adapter pcb. The ii power supply was also evaluated and was to be replaced on site by the facility. The system was working properly upon departure.